Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with meter and ilet readings reported as ¿high,¿ later confirmed around 391 mg/dl, associated with running out of insulin and difficulties completing an infusion set change on the ilet system; after guidance, the user completed a full supply change and glucose levels returned to range. Symptoms included hyperglycemia with reported headache and malaise. Outcomes included no health consequences or impact. Investigation included communications and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and device-related details were limited due to insufficient information regarding any specific component issue, with the medical device problem characterized as insufficient information and the device component also characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.